Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were implant difficulties inserting the lead into the guide wire. Another lead was used. The patient's condition is fine after the event.